Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board cable had been reseated to assist but still did not communicate, and it was suspected that debris from matrix drawer 7 had made contact with and damaged the controller board. A field service engineer (fse) replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a full height cubie 6, pocket c1 failed to release. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.